Manufacturer narrative:
Patient¿s sex was not provided. (B)(4). Approximate age of device ¿ 1 year 2 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 for hemolysis and suspected pump thrombosis. The patient's lactate dehydrogenase (ldh) was 3 times higher than was previously observed, and the patient had increased bilirubin in the blood and urine. The patient's ldh ranged from 832-1369 u/l and bilirubin from 1.5-2.0. It was also reported that there were elevated pump power levels. Right heart catheterization and echocardiogram revealed less left ventricular unloading than previously seen on prior echocardiograms. The patient had newly elevated pulmonary capillary wedge pressure, and auscultation of the lvad revealed a change in pump sound. On (B)(6) 2017 a cardiac catheterization procedure was performed without contrast. It was observed that the right atrium and ventricle were mildly "elevated", and that the wedge and pulmonary artery pressures were elevated. The mix venous saturation was normal along with the cardiac output. There was systemic hypertension and mild pulmonary hypertension. An echocardiogram was performed on (B)(6) 2017. It was reported that the lvad inflow cannula was approximately 0.60 cm from the septum. There was laminar flow with maximum velocity of 1.08 m/sec. The inflow cannula was positioned toward lv septal wall. The outflow graft had a max velocity of 1.00 m/sec with mostly laminar flow. The lv septal wall was in neutral position and left ventricular size was normal. It was reported that the left ventricular systolic function was moderately reduced and lv ejection fraction was 30-35%. There was moderate global hypokinesis of the left ventricle. The right ventricle was mildly dilated and right ventricular systolic function was mildly reduced. Also found was trace aortic regurgitation. There was no pericardial effusion. Compared to the prior study dated (B)(6) 2017, the aortic valve opened more frequently in this study. On (B)(6) 2017 the patient was still inpatient with upward trending ldh, but was hemodynamically stable. The patient had been listed as transplant status 1a secondary to lvad complication suspected pump thrombosis. The patient's ldh was trended and the patient was placed on a heparin infusion. On (B)(6) 2017 the patient underwent a pump exchange for suspected device thrombosis. No additional information was provided.

Manufacturer narrative:
The pump was returned with the driveline severed approximately 6 inches from the pump housing and an approximate 6 inch portion the severed driveline was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief collar were not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and cup. The inlet bearing cup had become unseated from bore of the distal-side of the inlet stator and was present in this area. The thrombus rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump could not be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported elevated ldh. A correlation between the findings of the evaluation of the pump and the reported malpositioned inflow conduit could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.